Manufacturer narrative:
This event occurred in (B)(6). Based on the data available, a general reagent issue can be excluded. Assays from different manufacturers, in this case siemens, can generate different results. This relates to the overall setup of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. The investigation did not identify a product problem.

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e 801 module. The sample was submitted for investigation where discrepant results were identified for elecsys ft3 iii (ft3 iii) between the customer's e801 module and the centaur method. It is not known if the initial results from the customer site were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer's e801 module serial number was (B)(4).